Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was experienced high blood glucose. Blood glucose value at the time of event was in range of 300 mg/dl to 400 mg/dl. Insulin pump was not delivering enough insulin. Battery of insulin pump was low. Using auto mode at the time of event or not was unknown. The insulin pump will not be returned for analysis.